Event description:
Customer reported poor image quality on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty monitor. System operates as intended.